Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000464311 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Concomitant products exceeds character limitations: (the extension cord, adaptor and power supply).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out just minutes into the harvest. The extension cord, adaptor and power supply were swapped. Unknown if pre-cautery test was performed. Unknown if the beeping sound was heard. It took minutes for the device to time out. Power setting at 3. A new device was used to complete the procedure. There was a procedural delay. There was no patient harm.